Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the cable was reseated in the mobile view station (mvs). It was possible to connect to the navigation system, completed a navigated spin, and transferred images to the navigation system. When they tried to send to pacs, it initially failed. The ip address of both the imaging and navigation systems had been changed during previous troubleshooting. They set ip address back to what it originally was, and were able to send to pacs. The navigation system ip address was corrected on both the imaging and navigation systems. Communication with the navigation system was confirmed. Additionally, x-ray techs stated that they used the imaging system for spot, and their images did not save. The dose report was the only image under that patient. Images were saved, the system was rebooted, and it was verified that images were still there. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the imaging system and navigation system were unable to connect while setting up. The following troubleshooting was performed: updating the imaging system network system, use different network cables and reboot, and bypassed the bulkhead connectors on both system. Troubleshooting did not resolve the issue. The verification failed message as showing on the mobile view station (mvs). The surgeon decided to complete the procedure without use of the imaging and navigation system. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. The systems were brought out into the hall and the imaging system was changed back to the original network. A manufacturer representative attempted to verify with the site's electronic picture archiving and communication systems (pacs) and the verification failed. As one last attempt to rule out network information, the ip information from the ts team was provided for both systems and they again would not connect.